Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 27 g x 1 1/4 in. Bd precisionglide¿needle broke off its hub while inside a patient. The patient required surgery to remove it.

Manufacturer narrative:
Results: two unused samples and photos were returned for evaluation. Cannula pull forces were 14.5 lbs. And 14.8 lbs., which are well above the 5 lb. Minimum required for a 27 gauge needle. The pictures were reviewed, and it is difficult to see if the cannula pulled out of the epoxy, or the metal cannula broke off. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5336922. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.